Event description:
The facility alleged they had 2 separate incidents regarding their 54 series recliners. Both incidents allegedly occurred when a caregiver was assisting a patient with raising or lowering the legrest. In both alleged incidents, the caregivers hand slipped off the upholstered legrest and went into the mechanism. In one alleged incident the caregivers finger was smashed, resulting in a fracture and the other alleged incident resulted in a cut requiring 8 stitches to close the wound.

Manufacturer narrative:
The facility reported two separate incidents where a caregivers hands slipped off the upholstered legrest and inadvertently contacted the chairs mechanism resulting in a fracture and stitches. Facility has since had staff in serviced making sure that they are aware of moving parts that create pinch points and proper operation methods. The chair is reported a functioning to specification and remains in service. MDR filed based on serious injury.